Event description:
It was reported that the patient's blood glucose (bg) levels reached 24 mmol/l (432 mg/dl) while wearing the pod between 5 and 24 hours. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, the cannula was noted to be bent and not properly inserted into the infusion site as it looked shorter than usual. Hyperglycemia treated by activating new pod and bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.